Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf which was found with more char than normal. It was reported by the caller that the impedance was high on the smartablate generator. The caller noted that rf ablation was stopped by the smartablate generator due to impedance being too high. The catheter was removed and it was reported that char was found on the catheter tip. The catheter was replaced and the issue resolved. The case continued. There was no patient consequence. On 7-nov-2024, additional information was received indicating the charring was found on the tip of the catheter. The physician reported the char to be more than they¿ve normally seen and did not express there was great risk to the patient but glad they caught it and could get it resolved. T device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31425473l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf which was found with more char than normal. It was reported by the caller that the impedance was high on the smartablate generator. The caller noted that rf ablation was stopped by the smartablate generator due to impedance being too high. The catheter was removed and it was reported that char was found on the catheter tip. The catheter was replaced and the issue resolved. The case continued. There was no patient consequence. The customer's initially reported char issue is not considered to be MDR reportable since char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. On 7-nov-2024, additional information was received indicating the charring was found on the tip of the catheter. The physician reported the char to be more than they¿ve normally seen and did not express there was great risk to the patient but glad they caught it and could get it resolved. There were no issues related to temperature. Impedance cut-off value was exceeded; however, the system stopped the ablation when the cut-off value was exceeded. The patient was anticoagulated the entire case >350 activated clotting time (act). Heparinized saline was used. Based on the additional information received indicating char amount was more than they have normally see, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).